Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found on the save to disk. It was noted that no high rate episodes were recorded so no electrograms were available to view.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that interrogation of the implantable pulse generator (ipg) revealed episodes with stored electrograms (egm), however, upon selecting individual egm episodes to view, an error or data unavailable message appeared. It was suspected that telemetry had been interrupted, leading to deletion of egm data. A data file was taken for analysis. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.